Event description:
It was reported that the patient's anterior capsule was torn prior to surgery and when the surgeon inserted an aq2010v three piece silicone lens, the posterior capsule was torn. The incision was enlarged to remove the lens and a vitrectomy was performed. An acl was implanted and sutures were required to close the wound. This facility does not use any of staar's phacoemulsification equipment.

Manufacturer narrative:
Visual inspection of the returned product showed there was no visible damage to the lens. There was evidence of a clear surgical residue. Both sides of the optic and haptic were checked for sharp/rough edges and edges were found to be acceptable. A work order search was performed and there were no similar complaints found.